Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A third-party distributor had the device repaired with a complete camera cable unit replacement. Based on the results of the investigation, cable damage was observed. Therefore, it was determined that the indicated phenomenon [image streaks] occurred because the video function did not work properly due to cable failure. It has been over 15 years since the subject device was manufactured, therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation, and the allegation cannot be confirmed by olympus. The third-party distributor has had the device repaired with a complete camera cable unit replacement. This investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The distributor reported to olympus that the camera head image was streaked. The issue was observed during maintenance; therefore, no procedure or patient harm was associated with this event.